Event description:
The customer reported that insulin squirted out and the insulin pump alarmed during the manual prime. The blood glucose reading was over 400mg/dl. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.